Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The recommended sheath size as per pcb2cm specification for this device is a minimum 6fr. On analysis, the investigator was unable to insert the pcb device through a 6fr sheath as the shaft of the device was damaged. The customer's sheath was returned with the device which was noted to be damaged and noted to have a tear. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. No issues were noted with the balloon material. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination of the hypotube identified multiple hypotube kinks.

Event description:
It was reported that the blade torn the entire sheath when resistance was felt upon removal. Vascular access was obtained via femoral artery. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified subclavian artery. A 6.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, upon removal of the device, a resistance was felt. When an attempt to remove as it was, the blade severely torn the entire non-bsc sheath. The device and sheath were removed, and procedure was completed. No patient complications were reported.

Event description:
It was reported that the blade torn the entire sheath when resistance was felt upon removal. Vascular access was obtained via femoral artery. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified subclavian artery. A 6.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, upon removal of the device, a resistance was felt. When an attempt to remove as it was, the blade severely torn the entire non-bsc sheath. The device and sheath were removed, and procedure was completed. No patient complications were reported.